Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noted a slight spray from the probe wash collar during shutdown. The fse adjusted the probe wash collar alignment to resolve the issue and verified the repair as per established procedures. Results: misaligned probe wash collar. (B)(4).

Event description:
The customer reported blue fluid leaked from the nucleated red blood cell (nrbc) mix chamber of the unicel dxh 800 coulter cellular analysis system while performing daily check. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and no injury or direct exposure with the leak was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.